Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and on the entire length of the catheter and crystallized contrast in the inflation lumen. The balloon was loosely folded. This is consistent with preparation and use of the catheter in the patient anatomy. The inner member was collapsed for the entire length of the balloon and 4.5 cm proximal to the proximal balloon marker, for a length of 4 cm. An attempt was made to advance a full length mandrel through the entire length of the guide wire lumen, but strong resistance was noted and the full length mandrel could not be fully advanced through the guide wire lumen, due to the collapsed inner member. The guide wire used in the procedure was not returned; therefore, it is unknown how it may have contributed to the reported difficulties. A new guide was used in an attempt to perform guide wire movement testing, first with the balloon catheter straight then looped, but the guide wire could not advance past the collapsed inner member. Inner member collapse can be a result of a material discrepancy, incorrect preparation for use, guide wire size selection, or high pressure/multiple inflations; however in this case, a conclusive cause for the inner member collapse could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. A query of the complaint handling database was performed and there is no indication of a lot specific product quality deficiency. Factors that may contribute to the inability to advance/retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility.

Event description:
It was reported that a prowater guide wire was put down the right coronary artery (rca) and then the trek otw balloon catheter crossed to the lesion site in the rca with no issue. The first inflation was done at 8 atmospheres (atm), second at 10 atm, third at 12 atm and the fourth at 14 atm. All inflations and deflations were successful. The prowater guide wire was removed with no resistance felt. This particular physician tries to move the guide wire in the catheter lumen when the catheter is inflated. However, each time the catheter was inflated, he could not move the guide wire. The physician feels that the catheter lumen is compromised because there is no movement of the guide wire when the catheter is inflated. There was no clinically significant delay in the procedure. There was no patient injury. No additional information was provided.